Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had a burnt plastic distal end cover. The issue was found at reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. It has been over two (2) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the suggested event, but the root cause of the suggested event could not be specified. However, it was possible that a high-energy endo therapy accessory may have been used without sufficient distance from the distal end. The event can be prevented by following the instructions for use which state: "IFU states that detection method in bf-1th190 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope IFU states that preventive measure in bf-1th190 operation manual: chapter 4 operation:4.3 using endo therapy accessories." Olympus will continue to monitor field performance for this device.